Event description:
A physician was attempting to use an admiral xtreme otw pta balloon catheter to treat a lesion in the avf of a patient. The vessel exhibited 60% stenosis and was a focal lesion. The admiral xtreme otw pta balloon catheter was the first device used to treat the target vessel. It was reported that the balloon ruptured after the 2nd inflation. No abnormalities were noted during preparation and inspection of the device prior to use. No friction with the guidewire or guide catheter was reported. No force was used to deliver the device through the guide catheter or on the wire to/across the lesion. 1st inflation was at 12atm for 5 seconds, 2nd inflation was 12atm for 5 seconds. The balloon was not deflated to 0 atm between the two inflations. Open surgery was required to remove the balloon from the patient. No other clinical sequelae were reported for this event

Manufacturer narrative:
Evaluation, results: root cause of the issue is undetermined; no results available since no evaluation performed- device or procedural images not provided for review; device not returned. Conclusion: root cause of the issue is undetermined; unable to confirm complaint - device or procedural images not provided for review. (B)(4).